Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary treatment was performed by the customer when the issue occurred, and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system on site and confirmed that system was issuing alerts related to the x-ray generator. Review of the system log file showed that measured current was less than half of the set values. Upon troubleshooting, fse found that the lcr value of 0.05 applied to both small and large filaments and the tube arcing occurred during the conditioning process, making tube adaptation unfeasible. To resolve the issue, fse replaced x-ray tube. The defective x-ray tube was returned to philips for analysis and the failure due to a vacuum leak associated with the cathode insulator and the failure was caused by a microleak in the ceramic component of the cathode. The root cause of the issue has been identified as the vacuum leak in the cathode insulator. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was giving x-ray generator alerts, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.